Event description:
Just after going onto bypass the customer noted a leak from the gas scavenge port of the optima xp oxygenator. A leak was also found from the seam of the arterial filter. The patient was taken off bypass in order to change both components, which took slightly over three minutes. There was no detriment to the patient. Bypass was continued/completed without any further incidents. Blood loss was minimal and no intervention was required to compensate for the blood loss. The patient's recovery was uneventful.